Event description:
The lay user patient's daughter contacted lifescan in 2007, and alleged that the patient's one touch ultrasmart meter was powering off during use. The medical affairs specialist was unable to reach the patient/reporter via phone after several attempts. A letter was sent to the address provided. Eight days earlier, the patient was "sweating and passed out". The daughter indicated that, the patient was unable to get a test result because the meter turned off. Following the attempted use of the meter, the daughter indicated that she applied "glucose gel to their (patient's) wrist". The patient received assistance from a non-healthcare professional and was tested on another device (ultramini) with a result of 98 mg/dl. A result of 138 mg/dl was also provided, but it is unclear as to which meter the result was obtained on. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The reporter was educated on automatic shutoff and the meter did not shut off before the time was up (use error). Although it is not known as to how long the patient was not able to test and was having the alleged issue with the meter, this complaint is reported meter the patient was not able to obtain a result at the time she experienced symptoms of hypoglycemia, for which she received glucose gel treatment. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.